Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that the ophthalmic console with reduced cutting performance followed by a complete stop during cataract and vitrectomy combination surgery. The aspiration function was normal. The surgery was completed on the same day, but it was unknown how the surgery was completed. There was no information about the patient impact.